Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their dentist and provided a letter of recommendation. In the letter the dentist stated that the patient aligners are causing significant discomfort to the patient and is unable to wear them comfortably for extended periods of time. The patient's occlusion has become maligned and requires equilibration. The dentist recommendation is to cease aligner treatment. After ceasing ortho treatment, the dentist will perform equilibration, retain, re-evaluate and manage periodontal health and perform any necessary restorative care.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.